Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the calcified and moderately tortuous left superficial femoral artery. The 5.00mm x 60mm sterling balloon catheter was advanced across the lesion, inflated once to 8 atms and ruptured. The procedure was completed with a 5.0mm x 100mm non-bsc balloon catheter. No patient complications were reported and the patient's status is good.